Event description:
Customer called to report the pump's driver arms were loose and the insulin was not exiting. Customer refused to troubleshoot the device. Unit was not dropped, bumped, or exposed to moisture.